Event description:
It was reported that the ilet displayed a message indicating insulin delivery would stop while the continuous glucose monitor (cgm) was in warmup. The user did not comprehend and had gone approximately one hour without insulin until warm up was completed and the device was restarted. Cgm readings resumed and the device then displayed high glucose with a reported highest value of 401 mg/dl. Troubleshooting and education were completed. Symptoms included hyperglycemia without reported physical complaints. Outcomes included temporary interruption of insulin delivery with subsequent restoration of automated dosing after restart. Investigation included customer care guidance to confirm cgm warmup status, verify sensor connection, and perform an ilet restart, followed by follow-up to confirm resolution. Investigation of this case revealed that cgm warmup and connection delay led to suspended dosing until either a cgm value or a manual bg entry was available, and a device restart restored cgm data flow and dosing; no device hardware failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and sensor warmup/connectivity leading to a temporary pause in dosing that resolved with restart and education.